Event description:
It was reported the camera head no longer takes pictures. Additional information regarding the reported event has been requested. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: there is a cut on cable unit. A root cause could not be identified. Based on the results of the investigation, the investigation findings do not lead to a clear conclusion about the cause of the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.